Manufacturer narrative:
(B)(4). Batch # unk. Month unknown. Only day (2) and year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo evaluation: two photos were provided; first picture shows a device inside of the blister with a blue reload loaded. Second picture shows a closer view of the blue reload, the divers can be seen exposed. Based on the pictures alone no conclusion could be reached as the pictures do not provide enough evidence to confirm the complaint. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during an unknown procedure, the device transected without stapling. Prof. Closed with sutures after this error. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p56h9v. Device evaluation: the analysis results showed that the cs40b device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.